Event description:
It was reported that the implant in tooth site #19 fractured. It was not been removed yet.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. PMA/510#: k101880. Device remains implanted.

Manufacturer narrative:
An imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture on the collar. No pre-existing conditions were noted on the per. The reported device was location is #19 and was used for approximately 7 years. X-ray images were provided. X-rays show fracture collar implant in the patient's mouth. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63091168). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63091168) for similar event and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
Implant was removed and returned to manufacturer.

Manufacturer narrative:
An imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device was location is #19 and was used for approximately 7 years. X-ray images were provided. X-rays show fracture collar implant in the patients mouth. See attachment in the complaint. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63091168). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63091168) for similar event and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "yes" to "no." H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device was not returned.

Event description:
No further event information available at the time of this report.